Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
This record is for the 2nd event where the chair shut down and user called provider.